Manufacturer narrative:
All available information was investigated and the reported separation of clip introducer tubing was confirmed via returned device analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified one similar complaint reported from this lot. The investigation determined the reported separation of clip introducer tubing appears to be related to a potential product quality issue. The issue is being addressed per internal operating procedures. Abbott vascular (av) will continue to trend the performance of these devices.na.

Event description:
N/a.

Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report material separation. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. The first clip delivery system (cds) was advanced to the mitral valve, and the clip was deployed. However, after the cds was retracted from the steerable guide catheter (sgc) without issue, the blue tip of the clip introducer (ci) was observed to be missing. The blue tip of the ci was found stuck in the valve of the sgc. The sgc was removed and the procedure ended at this point. One clip was implanted, reducing mr to 1. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.